Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of (bg) level 305 mg/dl to a reading displayed as ¿high¿; cause was unknown. Customer gave a correction bolus prior to going to the ER in attempt to resolve the issue. In the ER customer was treated with intravenous fluids. Reportedly, treatment received resolved the issue and there was no permanent damage sustained. At the time of the report to tandem technical support, the customer was still admitted to the ER. Multiple follow up attempts were made to obtain additional information; however, a response was not received. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of (bg) level 305 mg/dl to a reading displayed as ¿high¿. Reportedly the customer experienced an unspecified load issue. Customer gave a correction bolus prior to going to the ER in attempt to resolve the issue. In the ER customer was treated with intravenous fluids. Reportedly, treatment received resolved the issue and there was no permanent damage sustained. At the time of the report to tandem technical support the customer was still admitted to the ER. Multiple follow up attempts were made to obtain additional information; however, a response was not received. Recommendation was made to consult with a healthcare provider regarding diabetes management.